Event description:
During attempt to place a difficult spinal for a scheduled cesarean section, about 1.5 inches of distal spinal needle broke off inside patient. Successful spinal obtained below insertion site where spinal needle broke. Patient required surgery to complete lumbar exploration and removal of the broken needle. X-ray showed: "suspect bent 2.8 cm length needle overlying the level of l3 vertebral body centrally." CT scan showed: "residual spinal needle within the posterior paraspinal soft tissues."